Event description:
A customer reported air stopped and did not infuse into the eye during a vitreo-retinal procedure on the pt's right eye. The eye collapsed for a few seconds and then repressurized. The machine was rebooted and the case was completed with no harm to the pt. The surgeon felt the event was caused by an issue with the machine during fluid/air exchange.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the problem reported. The system was then tested and emt all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).